Manufacturer narrative:
Alarm 19 codes: (B)(4).

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple cartridge alarms (cartridge alarm 19) occurred with multiple cartridges during the load process. Also, it was reported that the customer received other unspecified alarms throughout the night. There was no impact to the customer's blood glucose level. Reportedly, the customer would contact their healthcare provider to obtain a backup method of insulin delivery.